Manufacturer narrative:
A ge service rep performed an on site investigation. The fse power supply was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 8800 system ps3 power supply failed. No pt injury was reported.